Event description:
It was reported that during implant, the right ventricular (rv) lead had t-wave oversensing (twos) during impedance measurements. There was double counting of qrs and the lead was repositioned a couple of times and the final assessment when the rv lead was connected to the device was that the twos only occurred during impedance measurements. The rv lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).